Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the buttons on the insulin pump were not working properly. Customer's blood glucose was 298 mg/dl. Customer's father stated the keypad was just stuck. Customer's father does not recall any significant event that may have caused the device to alarm. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. No numbers ramping on their own or scrolling bar moving anomaly noted. The device had minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.